Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks and hospitalization. This patient also experienced a stroke, however this was attribute to an unrelated condition. This device data was sent to rhythmcare for review. Data review determined oversensing of noise occurred following a drop in the r-wave amplitude resulting in the delivered therapy. X-rays were completed with confirmation of the device still in the same position as implant. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device will continue to be monitored and remains in service. No additional adverse patient effects were reported.